Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon revised patient's left accolade tmzf hip due to corrosion and fretting at the modular head / neck junction. Surgeon cleaned corrosion and implanted a titanium sleeve, a ceramic head, and replaced the liner.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding fretting involving a v40 cocr lfit head 36mm/-5 was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, operative reports, x-rays and patient medical records are needed to complete the investigation for determining the root cause.

Event description:
It was reported that surgeon revised patient's left accolade tmzf hip due to corrosion and fretting at the modular head / neck junction. Surgeon cleaned corrosion and implanted a titanium sleeve, a ceramic head, and replaced the liner.